Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that there was a leak inside the act diff 2 instrument. Customer stated that the leak was contained inside the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Customer found that the filters for the red blood cell (rbc) baths were loose and leaking. Customer tightened the filters and verified that the instrument was running without any leaks. This resolved the issue and no further leaks were reported.